Manufacturer narrative:
A reservoir was received for evaluation. A separation was noted on the bladder of the reservoir. This is a site of leakage. The separation has a smooth, straight edge, indicating contact with sharp instrumentation. A group of striations, indicating contact with unshod instrumentation, was noted on the inlet tube of the reservoir. This is a site of leakage. The information received indicated the device had cylinder tubing leakage, but because no functional abnormalities other than instrument damage were noted with the returned components, the complaint could not be confirmed as reported. It should be noted that only the reservoir was returned for evaluation. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the bladder of the reservoir and inlet tube of the reservoir occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or after explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information the device was removed and replaced due to a cylinder tubing leak.

Event description:
According to the available information the device was removed and replaced due to a cylinder tubing leak.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.